Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of lot f1715901, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that the physician felt resistance when he tried to insert the atraumatic wire of a 6f/7f mynxgrip vascular closure device (vcd) into the sheath. The vessel was noted to be tortuous.

Manufacturer narrative:
Complaint conclusion: it was reported that the physician felt resistance when he tried to insert the atraumatic wire of a 6f/7f mynxgrip vascular closure device (vcd) into the sheath. The vessel was noted to be tortuous. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant and advancer tube were in manufactured position as received. The syringe and procedural sheath were not returned with the device. The mynx atraumatic tip was observed slightly bent/damaged. The condition of the returned device was matching with the reported complaint. Without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. The device was inserted through the lab introducer sheath without issue. No resistance was felt during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A device history record (DHR) review of lot f1715901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was confirmed through analysis of the returned device due to the damaged tip. However, the exact root cause of the issue reported could not be conclusively determined during analysis. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the reported event may have been attributed to the condition of the patient¿s vessel (tortuous) or the condition of the sheath since the mynxgrip device was able to be inserted into a lab sample sheath with no resistance. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. The returned device performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.